Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, (B)(6) calling to inquire about status of sensor and to help with sending return material. Called cust. At (B)(6), left voicemail to advise cust. To contact the helpline for return packaging if needed and to reference svn (B)(4); complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4); complaints text (B)(6) 2018, (B)(6) called cust at (B)(6) and lvm with ref# (B)(4): following up on open RMA for sensor return. (B)(4); complaints text (B)(6) 2018 , (B)(6): complaints text (B)(6) 2018, erp_rfc_user related, svn (B)(4); complaints text (B)(6) 2018, (B)(6) initial notes: started new sensor and I cannot get to reconnect, reconnected and started a new sensor, put on charging dock inquired what led up to the complaint. Customer response: last night with old sensor, it was updating, bg was all over due to menstrual cycle, stressing from school , waited until this morning bg was in 400 range, cannot find sensor signal/transmitter does not blink when connected to sensor (guardian sensor 3) t/s per (B)(4). Customer reports xmtr did not blink when it was connected to sensor. Verified alert in pump's history/display. Date, time and location of insertion was: 1430 5/8, buttox . Activity at the time of the alert was: writing a paper for exams. Sensor age (time left): serter material: mmt-7512na. Sensor material and expiration date is: mmt-7020a, 2019-01/017. Lot # is: hg29gnd. Explained pump has not received xmtr communication for approximately 6 min of selecting start new sensor or reconnect sensor. Xmtr serial number is wirelessly connected to the pump. Customer fully charged the xmtr before connecting to the sensor. Adv to place xmtr on charger and charge xmtr for 1 minute, this will reset xmtr. Adv to d/c xmtr from charger and watch for green led blink on xmtr. Customer states the xmtr led blinked on and off when it was disconnected from the charger. Advised to wait 10 seconds and reconnect xmtr to sensor. Customer states the xmtr led did not blink when it was connected to the sensor. Customer has a tester available. Adv to connect the watertight tester and watch for the green led to blink several times on the transmitter. Customer states the led blinked on and off. Adv sensor should be at least 2 inches from navel to help ensure comfortable insertion site and help with adhesion and in a site with an adequate amount of sub-q fat tissue. Adv to avoid inserting in muscle or areas constrained by clothing/accessories and select insertion site that is free from tough skin or scar tissue, or sites subjected to rigorous movement during exercise. Adv to avoid insertion sites under a belt or waistline. Adv when connecting xmtr to the sensor to keep them as flat as possible and to avoid connecting at an angle. Adv to return the sensor. Customer's outcome pertaining to the complaint: advise customer to return the sensors, advise we will replace, monitor and cb with further issues; additional notes: 5/8 12;10a lost sens sig, 1430 sens conn, 1510 lost sens sig, 1536 poss sig intereference, 1545 check conn, 1500 change sensor, can find sens, ship: 2 mmt-7020b, 1cn, 1le / return: 2 mmt-7020a.